Manufacturer narrative:
The suspect device was returned and evaluated. Review of the device history record confirmed a check clutch plunger alarm, however, functional testing was unable to duplicate the reported issue. Visual inspection of the internal components found the extrusion was causing binding of the carriage washer. Therefore, the extrusion and position potentiometer were replaced as a preventive measure. Following repair, the device passed all function and delivery testing.

Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.